Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ a false negative result was obtained. Confirmatory testing was performed using a pcr test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: symptomatic patient went to clinics, doctor performed bd art with visual read negative and show negative on analyzer. Due to symptomatic, patient sent for pcr test, pcr test is positive with CT value 22.35. Date of incidence: (B)(6) 2022. Date of bd awareness: 08 feb 2022. What is the assay kit lot number? 1157009 is the patient symptomatic or asymptomatic? Symptomatic are you reporting a false positive or a false negative? False negative what type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr what is the result of the confirmatory test? Positive how many specimens were discrepant? 1. Did you visually interpret result on the cartridge, or did you insert the cartridges into the analyzer to determine the results? Visual show c line only, analyzer show negative.

Manufacturer narrative:
There is no 510(k) for this device as it is eua. Eau (B)(4). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ a false negative result was obtained. Confirmatory testing was performed using a pcr test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: symptomatic patient went to clinics, doctor performed bd art with visual read negative and show negative on analyzer. Due to symptomatic, patient sent for pcr test, pcr test is positive with CT value 22.35. Date of incidence: 3rd feb 2022. Date of bd awareness: 08 feb 2022 . What is the assay kit lot number? 1157009. Is the patient symptomatic or asymptomatic? Symptomatic. Are you reporting a false positive or a false negative? False negative. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. What is the result of the confirmatory test? Positive . How many specimens were discrepant? 1. Did you visually interpret result on the cartridge, or did you insert the cartridges into the analyzer to determine the results? Visual show c line only, analyzer show negative.

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1169314. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. H3 other text : see h10.